Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer. D4-updated model number

Manufacturer narrative:
The impella device was received from the customer on (B)(6)2024 and therefore,an evaluation of the device is under way. Upon investigation closure, a supplemental MDR will be filed.

Event description:
During training with cvor staff, the complainant reported that when placing the purge cassette in the blue purge mount, it was noticed that the disk flange in the aic (automated impella controller) was broken. The aic was replaced. There was no patient involvement.